Event description:
Patient previously had bonesource placed and then removed due to reaction (filed previously). Bonesource was placed again in 2007. Patient was discharged and returned for a review 4 days later, and she had developed another serious fluid collection and palpable disintegration of the hydroxyapatite. Bonesource was removed for second time and not replaced.